Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Beginning (B)(6) 2013, 4729 ventricular sensing integrity counts (sic); vt-ns episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2011 for 2 or more vt-ns episodes and rv lead impedance variation in last 60 days. Rv pacing impedance has shown variable measurements ranging between 400-1200 ohms. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to short v-v intervals on the right ventricular (rv) lead. It was also observed there was noise and impedance fluctuation. The lead remains in use. No patient complications have been reported as a result of this event.